Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The patient noted that she had fallen and had an x-ray performed at home but was unsure of the date. After the diagnostics were cleared, normal device function resumed. The patient would continue to be monitored.